Manufacturer narrative:
The end user hospital has been contacted and has indicated that the used guidewire will be returned to navilyst medical for evaluation. Upon receipt of the device sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
(B)(4). An indwelling PICC line was being replaced by a 6f navilyst valved PICC on (B)(6), 2011. "During the insertion of the PICC line the guidewire 'sheared' and broke off at the distal end and remained in the vein. The wire was removed without incident, and another PICC line was successfully placed." The user medwatch further stated that the "chief technologist in ir reported that the wire was not advancing so the person inserting the wire pulled back and the wire either snagged part of the sheath or the needle and that caused the wire to break." The used guidewire will be returned to navilyst medical for evaluation.